Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, which was confirmed through fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.